Event description:
It was reported that during a cadaver lab workshop while the surgeon was using a drill bit and coupling screw from the matrixrib set, the drill bit broke off into the coupling screw. At the conclusion of the cadaver lab workshop the consultant placed the broken parts in the damaged goods pouch provided with the regional equipment set and returned this set to regional equipment. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).